Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to urethral erosion. The previous aus was explanted before the reimplantation surgery. The explanted aus was not returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.